Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was placed into the pt's internal jugular in the operating room. While floating the swan ganz a leak occurred immediately when administering propofol in the side arm. They continued the procedure with the leak. There was no delay in treatment and no pt death or complications reported.